Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients profile were not showing up on one station. A technical support specialist (tss) connected to both the station and the server. Observed as the rn accessed the station, and all patients were listed correctly. No new issues were reported. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient profiles were not appearing on the stations, while medications appeared to be crossing over correctly on the server side. The customer stated that the device was supposed to be in profile mode, and critical override was not enabled on the server. The customer confirmed in healthsight viewer (hsv) that the device was not showing any alerts or error messages. However, there were no delays, adverse events or injuries reported based on this event.